Event description:
The customer reported to olympus that the cysto-nephro videoscope insertion section had cementing wear and tear. The issue was observed during inspection. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the objective lens had foreign material and corrosion. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the control unit had a scratch; the adhesive on the distal sheath had a crack. Additional information was provided from the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the foreign material adhered to the nozzle was simethicone, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges, the air/water nozzle was flushed with detergent solution and the endoscope was immersed in the detergent solution. There were no abnormalities in the accessories used for reprocessing, and there were no other concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in objective lens¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.